Manufacturer narrative:
The field service engineer (fse) found the spring for the wash block nozzles of rinse station 2 was not pushing the nozzle down correctly. He replaced the wash block tip and corrected it. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the alp2 (alkaline phosphatase acc. To ifcc gen.2) assay on a cobas 8000 c 702 module. The sample initially resulted in an alp2 value of < 5 u/l accompanied by a data flag and this value was reported outside of the laboratory. The patient sample was repeated, resulting in a value of 133 u/l. The repeat value was deemed correct. The alp2 reagent lot number was 645912, with an expiration date of 31-mar-2023.